Event description:
Report received of a tubing connecter "popping off" from the lid of a suction cannister resulting in a fluid exposure. It was reported that two employees were cleaning an operating suite after a surgical procedure. When one of the employees was taking down the suction canister containing blood, one of the tubing connectors spontaneously disconnected from the suction canister lid, and blood splashed onto two employees. One of the employees was treated per the facility's post-exposure protocol. Both were reported to have a low-risk exposure, and neither of them required prophylactic medication. They are both being followed by employee health, and there were no reported adverse effects. Additinal info was requested, but no further info was provided.